Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 249 mg/dl at the time of the incident and current blood glucose value was 156 mg/dl. Customer experienced high blood glucose. Customer reported that the reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. Air bubbles were not removed successfully. Customer reported that approximate size of air bubbles was 8 inch long and the tubing has 4 bubbles. The reservoir will be returned for analysis.